Manufacturer narrative:
Patient identifier and age not available from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 16-oct-2015, a medtronic representative went to the site to test the equipment and confirmed that the collimator failed to initialize during testing. The collimator was manually exercised. The imaging system then passed the system checkout and was found to be fully functional. On 20-oct-2015, a medtronic representative, following-up at the site, reported manually exercised the collimator, which allowed the system to initialize. The surgeon used imaging system in a subsequent procedure, that same day, without issue. System performed as intended. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed "error initializing collimator" when attempting to take a 3d spin during a spinal fusion procedure. In trouble-shooting, a system re-boot and re-seating the umbilical cord plug did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.